Event description:
(B)(4) reported: noise and low pacing impedance were detected during hospitalization. Pacing was inhibited due to the noise. The lead was explanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
8-apr-2022 - according to the original report. This lead was capped, not explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.